Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. There was a stent strut in the 5th row from the distal end that was raised. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found a kink 17.3cm distal of the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17june2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in a severely tortuous and severely calcified high lateral coronary artery. A 2.25x24 synergy¿ stent was advanced but failed to cross the lesion. The device was exchanged with a 2.25x20mm synergy¿ stent but still failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.